Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation was able to be confirmed. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. The reported difficulty to remove was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue, grandslam, guide catheter: launcher6f jr4.0. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, non-calcified, 100% stenosed, distal right coronary artery. Pre-dilatation was performed and intravascular ultrasound was performed. The 2.5 x 23 mm xience alpine stent delivery system (sds) was advanced to the lesion; however, failed to cross. The sds was retracted from the anatomy with resistance felt and the stent struts were observed to be flared. It was believed that the stent struts may have become flared due to an interaction with the guiding catheter during withdrawal. A new xience alpine sds was used successfully to complete the case. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.